Event description:
It was reported that a patient presented in-clinic for an unrelated, routine generator change. Upon examination, the patient's right atrial (ra) lead was found to have high capture thresholds and signal aritact. No over-sensing was reported. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout and no symptoms were reported.